Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "handpieces sometimes are leaky" (fluid leak). A customer reported the handpieces sometimes are leaky. The doctor reported he notices the problem seems to occur towards the end of surgery, when the viscoelastic is being removed. In extreme cases, the delays were between 5 to 10 minutes at the most, because a new handpiece had to be collected. No patient harm was reported.